Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced an atrophy with his artificial urinary sphincter (aus) device. The patient underwent a surgical procedure in which the physician tested the pressure regulating balloon (prb) and the cuff to see if the fluid held, by pushing fluid with a syringe. A hole was identified in the cuff, which caused a fluid leak in the device. The physician explanted and replaced the prb, explanted the 3cm cuff and implant a 3.5cm cuff. The pump was reused. There is no information about the patient outcome following this procedure.